Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse performed a full shut down wash and startup wash and resolved the issue. The cse could not find any issues with the system and the system was fully operational upon departure. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Two discordant, falsely elevated calcium and carbon dioxide results were obtained on an advia chemistry xpt instrument. The initial results were reported to the physician(s). The same samples were repeated on the same instrument. The repeated results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated calcium and carbon dioxide results.